Manufacturer narrative:
Gbo complaint: (B)(4). No samples were received for evaluation from the customer. No clarification or further information received from the customer. We have no further inventory of the material/batch. A review of quality, production and maintenance records revealed no deviation in relation to the reported errors. This complaint can not be determined.

Event description:
Customer states when tube was centrifuged, the gel separator did not separate the samples as it should have. Customer re-centrifuged sample in 2 other centrifuges and the samples did not separate at all. This led to hemolysis and the samples were unusable. Customer advises that other tube brands separate adequately in their centrifuge and the centrifuge was just calibrated this month.